Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.